Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1521007) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon ruptured on second pullback and access was lost. Manual pressure was held for less than 30 minutes. No hematoma was noted. No antibiotic was given as a result of the event. The patient went home after the event and was not hospitalized. Sheath size: 6f.